Event description:
Dr reported that two implants came out with restoration while he was examining the pt. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Review of the lot history of the subject products was completed and found to be acceptable per release criteria.